Manufacturer narrative:
The pod was received not deployed having been in pod state 15 and delivering 0 pulses. Since the pod was never activated after fill, it was not yet intended to deliver insulin. Fluid was found to leak from a tear on the unexposed portion of the soft cannula measured 0.140 inches from the nail head. No corrosion was seen inside the device. This internal tear and leak would contribute to an insulin delivery failure however, since the pod did not deliver any pulses, this did not contribute to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 700 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported as not sure delivering insulin.

Manufacturer narrative:
On (B)(6) 2026, submitting a correction supplemental to update g3. Also note date due for initial to be (B)(6) 2026 instead of (B)(6) 2026.